Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a propex pixi row was giving incorrect measurements. No injury occurred.

Manufacturer narrative:
Received = 1x propex hook a039200000400. 1x propex pixi charger a103100000200. 1x propex pixi measuring wire long (eur) a103100000300. 1x propex pixi unit sn: (B)(6). Propex pixi unit. Sav no defect. No defect was found. Alt-s11 work 3x level see pictures. Replaced 1x p1 hook a039200000400. 1x pp measuring wire long (eur) a103100000300. 1x pp unit (B)(6). 1x pp charger a103100000200.